Event description:
It was reported that an unspecified malfunction alarm occurred. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 442 mg/dl and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2023. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.